Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defibrillation lead impedance warning on (B)(6) 2016 for greater than 200 ohms.

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high rv coil impedance. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.